Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device shut off multiple times while monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. The device's keylog and patient record files confirmed occurrences of the reported unexpected shutdowns issue. Visual inspection of the device found (-) battery pin from battery well 1 completely missing and the three remaining battery pins loose. Stryker replaced the device's battery pins and ensured pins were properly torqued to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device shut off multiple times while monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.